Event description:
Customer reported pump malfunction with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to connect the pump to a power source, which resolved the screen issue temporarily, but a replacement pump was subsequently sent. Customer understood instructions on programming and connecting the new pump and agreed to return the faulty pump to avoid extra charges. Customer will continue to use current pump.